Manufacturer narrative:
Correction: section g date received by manufacturer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the critical low did not appear on the station auto restock report at the cii safe. The customer identified a critical low for briviact tablets in the healthsight viewer. The customer then went to the cii safe to run the medstation auto restock in order to pull medications for the first floor, including the ec pyxis machines. Although the image showed the critical low at the pyxis, the medication did not appear on the auto restock report at the cii station for replenishment. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist informed the customer that the data sync log had been monitored for a week and confirmed that the data was current with no retries. The customer was asked to verify whether the issue continues to occur. It was explained that the message originated from structured query language (sql) server, indicating a deadlock situation where two or more transactions blocked each other, and sql server selected one as the victim to resolve the cycle. The station current data remains up to date with no retries. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the critical low did not appear on the station auto restock report at the cii safe. The customer identified a critical low for briviact tablets in the healthsight viewer. The customer then went to the cii safe to run the medstation auto restock in order to pull medications for the first floor, including the ec pyxis machines. Although the image showed the critical low at the pyxis, the medication did not appear on the auto restock report at the cii station for replenishment. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.